Event description:
Customer reported that during surgery a system message was displayed indicating that reflux was not available. The vitreotome was charged and the reflux worked again. No pt harm reflux worked again. No pt harm reported.

Manufacturer narrative:
The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available, if no investigation conclusion has been completed. (B)(4).